Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). One unused sample in open packaging and one photograph was submitted for evaluation. The sample was inspected, and no missing disk component was identified within the backcheck valve. Additionally, no foreign particulate matter or contamination was observed within the caresite y-site valve. The photograph was also reviewed, and no defects were identified. Based on the results of the sample evaluation, the product met internal specifications. Review of the material drawing confirms that the single-disk backcheck valve is manufactured utilizing a transparent disk component. All available information regarding this occurrence has been forwarded to our mrb to heighten awareness. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility. Particulate matter was observed in the caresite. No injury reported.